Manufacturer narrative:
The reported 2.3mm osteoraptor anchor assembly intended for use in treatment, have not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the anchor pulled free from the insertion site. An exact root cause cannot be determined with confidence without the return of the device, however, factors that could have contributed to the reported event include: pathological conditions in the bone that would prevent secure fixation. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
One 2.3 osteoraptor anchor assembly was returned for evaluation. Only the inserter was returned for examination. The inserter showed no abnormalities. From the information provided, the anchor pulled out. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: pathological conditions in the bone that would prevent secure fixation of the device. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during an bankart repair surgery, the anchor got pulled out. An additional bone hole was required to complete the procedure. Backup device was available to complete the procedure. No delay and no patient injuries were reported.